Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spinal canal stenosis type of procedure: oblique lateral interbody fusion (olif) levels implanted: l4-l5 it was reported that on (B)(6) 2018, intra-op, the cage was attached to the sleeve inserter with tongue part, the protrusion part at the tip was engaged to tighten the screw, but although the cage should become fixed after being tightened as usual but it did not become fixed and seemed to idle, and the inserter could not hold the cage. There was a delay in overall procedure of less than 60 min as a result of this event. No patient complications were reported.

Manufacturer narrative:
Product analysis result: visual microscopic functional the threads of the implant are stripped. The direction of the thread damage is consistent with over tightening of the inserter. If information is provided in the future, a supplemental report will be issued.